Manufacturer narrative:
Findings: a33 alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.